Manufacturer narrative:
Patient information unavailable as no patient was involved in this concern. Per RMA a replacement cable was sent to site. Upon evaluation of the returned cable, the cable is not frayed as reported, but the cable jacket has been pulled from the fischer connector exposing internal wires. Otherwise, the cable is fully functional passing a continuity test with no opens or shorts detected.

Event description:
Medtronic representative reported that the power comm cable is frayed at the cart connection end. The event did not occur during surgery and no patient was present.